Event description:
The customer reported via phone call that she had issues with the infusion set not sticking and having high blood glucose. Customer's blood glucose was 500 mg/dl. Customer was not able to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.